Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer has a constant blood glucose level of 350 mg/dl if she wears the pump. She corrects via pen. Customer thinks the pump does not deliver insulin correctly. Pump replaced and requested for investigation. No adverse event reported.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.